Event description:
During baxter's functionality testing of a spectrum pump, the device had "low audio when buttons pressed". There was no patient involvement.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case with failed speaker was replaced. Additional information: refers to previously used 1016 for low audible alarm.